Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin properly. Customer stated that no insulin was dripping when they held down the act button, and that the drive support cap was flush. Customer confirmed that there was insulin in the reservoir. Blood glucose level at the time of the incident was 212 mg/dl. The customer was advised that the insulin pump would be replaced and insulin pump will not be returned for analysis.